Manufacturer narrative:
Covidien reference: (B)(4). A technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended that the power supply to be replaced. The customer was instructed to call back if further assistance was needed.

Event description:
It was reported that during patient use, a ventilator display became inoperative. The patient was then transferred to an alternate ventilator. There was no report of patient harm as a result of this event.